Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, underweight, yellow particles, brown and white biological tissue, crease fold, wear abrasion a visual and microscopic analysis was performed which identified opening crease sharp and missing shell (0-25%). Based on the device analysis the final assessment is: a broken crease sharp on posterior due to fold flaw opening; and missing shell due to inconclusive.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.